Event description:
On 6/13/2024, a cetas healthcare notification regarding the pmcf study was received via email. The facility representative reported a fibertak anchor device pulled out. The surgeon repaired the tissue without an anchor. This was discovered during the procedure on (B)(6) 2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.